Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problems (alarms or messages not audible, response buttons not working, and unable to download) have been confirmed. Upon evaluation the end cap separated from the case, disconnecting all cables from the auxiliary board. The cause for the inaudible alarms, response buttons not working, and inability to download was disconnected cables from the auxiliary board. The root cause for the disconnected cables cannot be positively determined but was likely the result of a drop or excessive force. Once the cables were reattached, the monitor was fully functional. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.

Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that pt's monitor is alarming and her response buttons are not working. Additionally, the pt's daughter reported that the alarms are not audible. The pt was issued a replacement monitor.